Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the reports of retention, the physician's observations are accepted as the reason for the report. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient experienced the acute urinary retention after altis procedure. She had 3-day intermittent drainage. This event was resolved on (B)(6) 2015. According to the investigator this event is related to procedure.